Event description:
- -

Event description:
Boston scientific received information that during a device replacement procedure, when this device was connected to a non-boston scientific chronic right ventricular lead, no pacing was observed. After several attempts to connect and disconnect this device, the issue remained. A decision was made to replace this device. A non-boston scientific device was implanted and normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
- -

Manufacturer narrative:
Upon receipt, analysis determined this device was programmed to unipolar lead configuration. There were several resets that occurred at or post-explant. A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.